Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer in the process of mannitol infusion, the patient complained of swelling and pain at the PICC puncture site, immediately check the patient, the patient's PICC puncture site was swollen obviously, the swelling area was about 10*15cm, and the PICC puncture site continued to leak out, immediately inform the doctor in charge and the head nurse, and communicate with the patient, agree to remove the pipeline to check the situation, remove the PICC according to the doctor's instructions, see the pipeline rupture at 3-4cm when the pipeline is pulled out, and ask the chinese medicine department to consult the swollen upper arm of the patient, and give loose wet compress according to the doctor's instructions, the puncture point and swelling of the patient were observed. No other information was provided.